Manufacturer narrative:
(B)(4). Concomitant devices: unknown vanguard cruciate retaining femoral component size 60, catalog #: ni, lot #: ni; unknown vanguard cruciate retaining standard tibial bearing, catalog #: ni, lot #: ni. Report source, foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see all reports associated with this event: 0001825034-2019-04168, 0001825034-2019-04169. Investigation incomplete.

Event description:
It is reported that the patient continued to report post-operative pain following left knee arthroplasty. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product could not be evaluated, however the reported pain was confirmed through review of medical records. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.